Manufacturer narrative:
Complaint no: (B)(4). The event occurred sometime during the week of (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient¿s transfer set came apart from the ¿plastic adapter¿. This occurred during patient use, while the patient was sleeping, and resulted in leakage of solution from the patient¿s port. The patient contacted their dialysis clinic, which instructed them to not change the cassette, to put a clean cap on, and to let the rest of the solution dwell. The patient went to the clinic and received vancomycin intraperitoneally as a precaution. The patient then dwelled for 6 hours with the vancomycin solution. The transfer set had been in use for 6 months and had no visible damage. There was no patient injury or medical intervention associated with this event. No additional information is available.